Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an automatic ventricular sense test on a remote transmission, it was discovered that there was a signal artifact. There were no patient consequences due to the signal artifact. The patient was in stable condition and would continue to be monitored.